Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A bilaterally implanted patient's light adjustable lens (lal, sn (B)(6), +13.0d) was explanted on (B)(6) 2024 from the right eye due to patient dissatisfaction with near vision. Rxsight's first awareness of this event was on 07/29/2024. Reference report # 3012712027-2024-00111 for the report on the left eye.